Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), ex product type: programmer, patient. Product ID: 3889-28, lot# va0trzg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that she went to the doctor the day prior to report for signs of redness outside of the bandage area. The doctor did not know if the implantable neurostimulator (ins) site was infected or not. The patient was in more pain than was normal and had hip pain since implant. The patient was prescribed doxycycline and sulfameth for possible staph infection. Onset of symptoms was gradual. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.